Manufacturer narrative:
UDI=(B)(4). Device evaluated by MFR: the device was returned for evaluation. Visual inspection of the device revealed that the device has the wire broken at 241cm from the distal section, the proximal section was not returned. Dimensional inspection revealed that the overall length could not be measured due to the device condition (wire broken in the middle of the device). The outer diameter (od) of distal tip and the middle of the device near the broken section are within specification. The od of proximal section could not be measured due to the device condition (wire broken in the middle of the device, proximal section was not returned). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2016. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 330cm rotawire¿ and wireclip¿ torquer and a 1.25mm rotaburr were selected for use. During procedure, it was noticed that the burr could not cross the lesion while in use with the rota wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a wire broken at 241cm from the distal section.